Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification lights up when place your finger on the scanner but does not recognize. A field service engineer (fse) fse installed a new bio-ID, after which the device did not illuminate; although the led lights turned on during system boot-up, the blue indicator light never activated. The system recognition of the bio-ID was verified, and the fse worked with the technical support specialist to resolve the issue related to the software and bio-ID drivers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, bio ID was not working.there were no adverse events or injuries reported based on this event.